Event description:
It was reported that a remote transmission revealed pacing inhibition due to oversensing of noise on the lead. Review of two non-sustained episodes showed periods of asystole. The lead was explanted and replaced. No further issues have been noted since replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the lead exhibited normal electrical characteristics.